Event description:
An implant card was received to the manufacturer indicating a patient had vns generator replacement surgery performed on (B)(6) 2012, due to battery depletion and lead discontinuity. Follow up with the hospital revealed the explanted generator and lead were likely discarded. Attempts for further information are in progress.

Event description:
Reporter indicated x-rays were not performed prior to the (B)(6) 2012 vns lead and generator replacement surgery. A vns generator battery life estimate performed by the manufacturer yielded 0 years remaining, indicating the explanted generator was likely at end of service. All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.